Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states that the stroller handle assembly has a clean cut in the middle of the tubing. The bottom part of the gear is not stuck in the piece as well. MDR filed.